Event description:
It was reported that the label was missing on the bd¿ pre-filled normal saline syringe. The following information was provided by the initial reporter, translated from (B)(6): "when unpacking the flush, it is found that there is no label on the outside of the catheter."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 1225464. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.